Event description:
Information was received, from a patient via manufacturer representative. Who was implanted with an implantable neurostimulator (ins). It was reported, that a patient had a fall. After the fall, the patient noticed, a change in stimulation, which was no longer effective. And tingling was only felt on the right side, when settings were increased. The patient also reported, a return of pain. And mentioned, that they fell and hit the area where the implant is located. During a clinic visit, it was observed, that the paddle lead might have shifted to the right, as bilateral coverage was achieved on the left side of the paddle lead. The patient, expressed satisfaction with the new coverage. The issue was resolved with the reprogramming of the stimulator. And the patient, was redirected to their healthcare provider for further assistance. The manufacturer representative (rep) indicated, they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 02-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.